Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11300. It was reported the pt is unable to receive adequate coverage from one of his leads due to it migrating. The pt will undergo surgical intervention to address the issue. Both leads are being reported because it is unk which lead has migrated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.